Event description:
It was reported that the catheter found migrated after a few days from placement. Therefore, it was removed and replaced with a new one. No harm to the patient occurred. According to the ward nurse, the patient had moved a lot, which might have caused the migration.

Manufacturer narrative:
(B)(4). The customer returned one, three-lumen cvc for analysis. Signs-of-use in the form of biological material was observed inside the distal extension line. Visual analysis revealed that the distal extension line had separated directly adjacent to the luer hub. A portion of the extension line body was visible within the separated luer hub, indicating the separation was due to failure of the extension line body. The point of separation was rough and jagged, indicating undue force caused the breakage. The distal extension line length from the juncture hub to the point of separation measured 56mm, which is consistent with the nominal value of 58mm per the catheter graphic. The distal extension line outer diameter measured 1.69mm, which is within the specification limits of 1.68mm-1.78mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.168mm, which is within the specification limits of 1.14mm-1.24mm per the distal extension line extrusion graphic. The proximal and medial extension lines were flushed using a lab inventory syringe. No leaks or blockages were detected. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. A device history record review was performed based on sales history with no relevant findings. The IFU provided with the kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested". The customer report of a luer hub separation was confirmed by complaint investigation of the returned sample. The distal luer hub was separated from the distal extension line. A portion of the extension line body was visible within the separated luer indicating hub the separation was due to failure of the extension line body. The points of separation on the catheter body appeared rough and jagged, indicating that undue force was applied to the catheter during use. A device history record review was performed based on sales history with no relevant findings. Based on the appearance of the damage and the customer report that it was identified during use, unintentional use error (undue force) caused or contributed to the reported event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter found migrated after a few days from placement. Therefore, it was removed and replaced with a new one. No harm to the patient occurred. According to the ward nurse, the patient had moved a lot, which might have caused the migration.